Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: inratio = 1.6, then minutes later 3.9. Patient self tester's therapeutic range is: 2.0-3.0. No changes in patient's medication have been made.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house testing on strip lot 357499 met release criteria. The product performed as expected. Although a relevant non-conformance was noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.